Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and discomfort. The ICD was suspected of delivering an inappropriate shock; however, the suspected episode could not be viewed due to a battery capacity depleted (bcd) alert. Technical services (ts) recommended replacing the device. Subsequently, this ICD was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported, and this ICD has not been returned for analysis.